Manufacturer narrative:
A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with erosions in the left eye (os) post treatment. A bandage contact lens was placed and removed on (B)(6) 2018. The patient is doing well and understands a longer recovery due to the erosions and epithelial healing. The patient will be seen again on (B)(6) 2018 or sooner if any issues arise. Topical steroid dosage was increased. It was stated that the patient did not experience loss of best corrected visual acuity (bcva). The patient¿s comments were of initially blurred vision and pain but is doing better with and without the bandage contact lens. The patient reported the symptoms are not interfering with daily activities. At this time, the patient is being managed. Symptoms were note to be resolved on (B)(6) 2018. Bcva from (B)(6) 2018: right eye pre-op 20/20 -6.00 x -1.00 x 10, left eye pre-op 20/20 -6.50 x -1.25 x 170. Bcva from (B)(6) 2018: left eye 20/100.